Manufacturer narrative:
It was reported that during removal, a piece of the silicone drain broke off into the insertion site. When the break was identified, a laparoscopic procedure was reportedly performed to retrieve the broken piece from the patient. There was no impact or adverse effect to the patient or the patient's stability and no further incident was reported to the manufacturer. The silicone drain involved in this incident was returned to the manufacturer for evaluation. The reported break was identified on the suctioning portion of the silicone drain. The breakage was jagged which indicates that the suction drain had been weakened. Based on the jagged nature of the breakage, at some point during placement, the silicone drain was compromised. The product issue is believed to be user caused. Due to the need for medical intervention to remove the broken silicone drain piece from the insertion site, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during removal, a piece of the silicone drain broke off into the insertion site.